Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and there was bleeding. The surgeon noticed that the staples were not closing all the way and the device was held longer for compression. It is unknown how the bleeding was controlled and there was no need for a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.